Event description:
Stapler worked for firings x 2 but was unable to be recognized by robot for 3rd firing. Stapler was locked and reload unable to be removed. Additional stapler and load required. No patient injury, just additional supply charges.